Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was found to be dislodged 5 months post implant. The patient presented for procedure on (B)(6) 2019. During the procedure, muscle tissue was noted due to which the lead could not be completely unscrewed. The lead was explanted. Upon connecting the new lead to the generator, foreign matter was noticed in the pacemaker socket. The lead could not be connected. The device was explanted and replaced. The patient was stable. Related manufacturer reference number: 2017865-2019-11020.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.